Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09683. It was reported the pt experienced issues with his scs system. The pt underwent surgical intervention. During the procedure, the lead and the extensions were tested intra-operative and found to have invalid impedance values. The physician decided to explant and replace the entire system. The physician also electively explanted and replaced the system ipg. There was no device malfunction associated with the ipg. The pt had (B)(6) and the physician did not feel the explanted products were fit for returns thus the explanted devices were discarded. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.